Manufacturer narrative:
(B)(4). Date sent: 7/1/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device a9dg5j number, and no non-conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: was the firing sequence started but not completed? Yes did the device deliver any staples? Yes what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? B-formed were there staples missing from the staple line? No if yes, was the staple line complete? Na did the device cut? Yes if yes, was the cut line complete? No. Cut line is incomplete since it's partially fired. Firing is stopped. If yes, was there any issue with the cut line? >> na was there any difficulty opening the device jaws? Yes. If yes, what steps were taken to open the jaws? After push the reverse button many times, jaw is open, then remove the device from the patient. If the jaws could not be opened, how was the device removed. Pushing the reverse button many times, then success to open jaws.

Event description:
It was reported that during unk procedure, device did not firing when half firing. No patient consequences were reported.